Event description:
The patient was implanted with an evoke spinal cord stimulation (scs) system on (B)(6) 2021 . Multiple reprogramming sessions have occurred (april, may, june, and october of 2022) to try and provide better therapy results. The patient has been able to use the therapy but has had it off for quite some time. On (B)(6) 2023 a full system explant occurred due to the inability to help with worsening neuropathy symptoms.